Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device am1500 number, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are photos available?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The patient returned for a follow-up and the suture knots had unraveled. Additional suture was not added. There were no adverse patient consequences reported.